Event description:
The male pt was admitted to the cath lab for coronary intervention to a 90% instent restenosis (product unk) of the mid-distal rca. The vessel was not calcified, but moderately tortuous. The radial approach was chosen for the procedure. After engaging a heart rail ir 1.0 guiding catheter into the coronary artery, a runthrough guidewire was advanced across the lesion into the distal vessel. The lesion was not predilated. A cypher 3.5 x 13mm was delivered to the target lesion and was deployed; however, the balloon stopped inflating at 6atm. The stent was deployed within the lesion. The physician removed the sds. Angiography revealed a vessel dissection at the distal end of the cypher. To treat the dissection, a cypher 3.5 x 33mm was implanted overlapping the initial cypher at the distal edge. Ivus was conducted, and the procedure was finished successfully.

Manufacturer narrative:
Device is not distributed in the us; however, it is similar to us product. Additional info will be submitted within 30 days of receipt.